Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Lens was returned stuck in the nozzle of a cartridge. There was no visible damage to the delivery system. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
A (B)(4) collamer three piece lens, +18.5 diopter, was returned stuck in the nozzle of a cartridge. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.